Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("chronic pelvic pain at 7 or 8/10, with a background of persistent pain") in a 39-year-old female patient who had essure inserted. The patient's medical history included cholecystectomy and obesity (bmi 32.4). Concurrent conditions included endometriosis and polycystic ovaries. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion and 1 day after removal of essure. The patient was treated with surgery (essure removal by salpingectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: date of event onset was reported as same as removal date. Two months after removal, the patient experienced marked ongoing resolution of the chronic pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Most recent follow-up information incorporated above includes: on 4-feb-2019: health professional returned device removal questionnaire: patient's birth date, height (160cm), weight (83kg), obese added, medical history (cholecystectomy, small lesions of endometriosis, polycystic aspect of ovaries) added. Essure inserted on (B)(6)2016 (prev: on (B)(6) 2016), lot number unknown. Removal was performed due to medical reason (medically necessary). Primary reason for removal: adverse event (s): pelvic pain. Event (s) onset date: on (B)(6) 2016 (prev: on (B)(6) 2018). Follow up available 6 or more months following essure removal. Patient¿s symptoms completely resolved (prev: resolving). Causality assessment: event was related to essure on (B)(6) 2019: date of birth was confirmed. No other new medical information was provided. No further information is expected. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("chronic pelvic pain at 7 or 8/10, with a background of persistent pain") in a 39-year-old female patient who had essure inserted. The patient's medical history included cholecystectomy and obesity (bmi 32.4). Concurrent conditions included endometriosis and polycystic ovaries. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion and 1 day after removal of essure. The patient was treated with surgery (essure removal by salpingectomy with bilateral coronectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: date of event onset was reported as same as removal date. Two months after removal, the patient experienced marked ongoing resolution of the chronic pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: health professional returned device removal questionnaire: patient's birth date, height (160cm), weight (83kg), obese added, medical history (cholecystectomy, small lesions of endometriosis, polycystic aspect of ovaries) added. Essure inserted in (B)(6) 2016 (prev: (B)(6) 2016), lot number unknown. Removal was performed due to medical reason (medically necessary). Primary reason for removal: adverse event (s): pelvic pain. Event (s) onset date: (B)(6) 2016 (prev: (B)(6) 2018). Follow up available 6 or more months following essure removal. Patient¿s symptoms completely resolved (prev: resolving). Causality assessment: event was related to essure on (B)(6) 2019: date of birth was confirmed. No other new medical information was provided. No further information is expected no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("chronic pelvic pain at 7 or 8/10, with a background of persistent pain") in a (B)(6) female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. The patient was treated with surgery (essure removal by salpingectomy with bilateral coronectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: date of event onset was reported as same as removal date. Two months after removal, the patient experienced marked ongoing resolution of the chronic pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.